Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 122mg/dl. A system check was performed and the pump performed as intended. Reportedly, the customer wears the pump against their skin which may lead to a possible abrupt temperature change to the pump. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.